Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 4.6 mmol/l.

Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Pump received with minor scratched display window, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.